Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The rotalink burr unit was wet tested using the related advancer. No speed was achieved due to the melted ultem and corroded turbine of the related advancer unit. The rotalink burr unit was then wet tested using a test advancer unit. No issue was functional noted with the burr unit. The burr was microscopically examined. The annulus of the burr was misshapen. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was operational context as the event occurred during the procedure inside the patient. (B)(4).

Event description:
Same case as 2134265-2015-07003. Reportable based on the device analysis of related guide wire complaint completed on 25sep2015. It was reported that the device failed to cross the lesion. The 1.50mm rotalink¿ burr and 330cm rotawire¿ and wireclip¿ torquer were selected to treat the severely calcified left coronary artery. During the procedure, inside the patient it was noted that the device was not able cross the lesion. The devices were pulled out and the procedure was completed with another of the same device. No patient complication were reported and the patients' condition was stable. However, device analysis of the guidewire revealed that the spring tip broken.